Manufacturer narrative:
Initial reporter - postal/zip code: (B)(6). Initial reporter - facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii, "laminar seroma", "simple cysts" (non device related), and "nodules, circumscribed oval nodule" (non device related). Device remains implanted.